Event description:
The customer reported the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
The customer replaced a blown fuse. The system operates as intended.